Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported on 2016-08-29 that they had only heard of one motor stall so far and that the error message stopped pump period may exceed tube set had occurred. In regards to if the pump had recovered it was reported that they had ¿heard no stall so far¿. The cause of the pump issue was not yet determined. The pump remains implanted and may be returned if the physician decided to remove it.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n268216002, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient in (B)(6) who was receiving gabalon intrathecal 60 mcg daily from (B)(6) 2011, the date of implant, and continuing via an implantable pump. The patient¿s underlying disease was cervical spondylosis. There were no complications, no past history of adverse reaction, or concomitant medications. It was reported that the patient visited the hospital on (B)(6) 2016 for a refill. At that time it was discovered that the alarm had gone off. The pump had stopped as a motor stall was displayed in early (B)(6) (the exact date was not provided). A previous refill was performed in late (B)(6). The patient was hard of hearing and did not notice the alarm. The anticipated amount remaining was 3.8 ml but the actual amount remaining was 15.0 ml. A pump operability test was performed with a reported abnormal variability rate of ¿-78.9%¿. No rotor test was performed. The attending physician had commented that the machine was not perfect. If many patients have it, something like this was bound to happen and if it is not enough to be worried, if the patient did not care about the issue, then there was no need to replace the pump now. The patient¿s muscle tension had slightly intensified but the patient did not really have much muscle tension to begin with. Even after the pump had stopped, he did not notice that his spasticity had worsened. When he visited the hospital, he walked normally and went home. The patient was further scheduled to visit the hospital on (B)(6) 2016 and the event log will be obtained at that time. The adverse event outcome was noted as not recovered as of (B)(6) 2016. This event was deemed not serious. This was related to the investigational drug and pump but not the catheter, programmer, or procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-08-03 which indicated that the 60 mcg being delivered from (B)(6) 2011 was discontinued on (B)(6) 2016. The concentration remained unknown. At the time of the refill on (B)(6) the pump was still stalled. On (B)(6) 2016, the acquisition of the event log noted the motor stall occurred on (B)(6) and it was confirmed that the pump had stopped and no recovery observed. The patient's spasticity did not worsen today and no changes were observed. It was unknown if more than one motor stall was observed in the pump logs or if the patient was exposed to any emi or MRI on the date the documented motor stall occurred. The cause of the motor stall was reported as unknown. In regards to the verbatim of the ¿pump was stopped¿ it was not known if this was a result of the motor still itself or if the pump was stopped different than the motor stall. However, no other error messages were reported by the physician. The catheter was not tested and it was unknown if further testing occurred. The pump logs from (B)(6) were not received. This was now reported as unrelated to the investigational drug and remained related to only the pump. It was confirmed once again that the patient had not considered replacement and was not concerned about the pump stoppage. A pump replacement was not planned or scheduled. The event was reported as not recovered as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.